Event description:
It was reported that the ilet delivered repeated occlusion alerts that persisted despite multiple supply changes and a dry run, after which the user experienced sustained hyperglycemia with blood glucose around 258 and transitioned to backup therapy. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, with findings consistent with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.